Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via manufacturer representative that their device was overdischarged. The manufacturer representative wanted to know if they could perform a trickle charge, or a physician mode reset (pmr), on two implantable neurostimulator (ins) batteries at the same time. It was confirmed that the manufacturer representative would be able to do that. The manufacturer representative was told that the patient had not been using their device. It was further reported that both of the patient¿s devices needed a reset. No patient symptoms were reported. Indications for use are non-malignant pain and radicular pain syndrome (radiculopathies). Additional information received: it was reported that the patient was charging too often and stopped using the device prior to overdischarge. The caller reported the patient doesn¿t use the device much (6%), but when he charges he noticed that the charge level drops quickly or he charges from 0-75% very quickly. The patient had multiple programs with 450 pulse width and 60 rate with various amplitudes. The patient has since been changed to 6v 450 pulse width 50 rate. The electrode impedances ranged from 500s-900s. The caller also reported several historical charge sessions where the patient charges for short times (0.3 hr or 0.4 hr) with 8 coupling bars and ins will increase form 50-75% for example. No patient symptoms have been reported. No further complications were reported.